Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A supplemental report shall be submitted once the investigation is completed.

Event description:
On (B)(6)2025: the customer called to inquire regarding shutting off the ilet stating that they were admitted to the hospital in diabetic ketoacidosis (dka) as caused by complications with gastroparesis. The user stated they were unable to provide additional details and to call back after a few days. The user has been contacted multiple times without a response. No further information available.